Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a left tkr, using a ns vis adpt guide lgnp kit, the post-operative x-ray confirm the tibial cut and implant placement highly varus due to inadequate resection of lateral tibia plateau. The surgeon stated that intra-operative the visionaire vag blocks seem to fit well and the balancing on both knees seem to be fine. It is unknown the cause of this outcome for the patient. Concern is regarding pain/implant longevity as not in mechanical alignment with hip knee axis. It is unknown if an additional procedure/intervention is required. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the provided ap x-ray images were reviewed by the clinical team and appears to show intact bilateral tkas with possible varus alignment bilaterally though the long leg images were not provided to confirm mechanical axis. Based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event. Additionally, per the tka cutting block post op case evaluation, ¿all parts of design were within visionaire standards¿ and ¿no root cause could be attributed to investigation result¿. The patient impact includes the significant varus outcome ¿not in mechanical alignment with the hip-knee axis¿ and increased risks for pain, discomfort, and early medical/surgical intervention. It is unknown if an additional procedure/intervention is required, planned, or scheduled. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As visionaire devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the instructions for use for visionaire¿ patient matched instrumentation with fastpak instruments revealed that if the patient matched cutting block does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review made by the quality engineering team revealed that after evaluation, no root cause could be found for the complaint. All part were designed within visionaire standards. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.